Event description:
It was reported the patient ((B)(6)) lost stimulation. Diagnostic tests revealed many contacts with high impedances. The patient was taken to surgery where it was noted the lead was fractured. The lead was explanted and replaced which resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.